Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify no audio and vibrate or beeping alarms tones, battery out limit alarm and low battery alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had battery issues. The insulin pump alarmed low battery and battery out limit. Customer's blood glucose level was 527 mg/dl. The customer corrected with a bolus and a two hour increased temp basal. The batteries were out of the insulin pump greater than duration allowed. The insulin pump lost power without any warning. The device was not returned.